Manufacturer narrative:
Other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had been feeling so hot in their head and their body. They had pressure in their head and felt sick. The patient stated they couldn¿t sleep and when they woke up they were so hot and their blood pressure was high. Their body and legs felt weak and they were freezing, and couldn¿t walk. The patient went to the hospital but they didn¿t find anything because they didn¿t have the necessary tools to check the equipment. There were no further complications reported.